Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide, model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Checking your blood glucose chapter 4 / page 42: warning: blood glucose readings that are especially low or high can indicate potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death. Living with diabetes chapter 11 / page 119: avoid lows, highs, and dka you can avoid most risks related to using the omnipod® system by practicing proper techniques and by acting promptly at the first sign of hypoglycemia, hyperglycemia, or diabetic ketoacidosis. The easiest and most reliable way to avoid these conditions is to check your blood glucose often. Living with diabetes chapter 11 / page 126: warnings: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. If you need emergency attention, ask a friend or family member to take you to the emergency room or call an ambulance. Do not drive yourself. To avoid dka the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported that a patient had been hospitalized with diabetic ketoacidosis (dka). Wife also stated that the customer was in the hospital ICU (intensive care unit) for 3 days. The medical event was the thursday before memorial day weekend and he was released on the sunday of memorial day weekend. Ambulance was called at 3:30 pm on thursday (B)(6) 2019. Wife stated that she does not have the pod any longer. Wife stated ketones were present, but she does not have the discharge paperwork to provide details. Wife stated pdm (personal diabetes manager) displayed that the insulin was being delivered, but the customer was still remaining high. Adhesive was secure. There was no smell or feel of insulin. Wife stated that she does not recall the cannula appearance as it was removed in the ambulance. Wife stated the pod was worn for about 12 hours. Wife did not provide any specific bg readings during the original call. Wife stated that they are waiting for the doctor to speak with them and that she could not stay on the line any longer. Wife stated they tried to get his bg down and re-hydrate him as he was vomiting. They gave insulin and scanned him as he was vomiting blood at the end and ripped his esophagus. Patient was given onmneprazole (20 mg, once daily) due to tear in esophagus. No further details.